Manufacturer narrative:
Philips service explained to the customer that the study was unrecoverable. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that study lost due to electrical failure damaging software on a allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.